Event description:
It was reported the intraocular lens was inserted and then removed due to the patient bleeding. The incision was made larger to remove the lens. The surgeon completed the cataract removal and patient returned one day later to have lens implanted. The reporter stated this issue was not caused by the lens. Patient recovered without complication.

Manufacturer narrative:
The lens was received cut in 2 pieces with one distorted haptic. Prior to release the lens met all manufacturing specifications. Per the account this is not a product complaint. Patient recovered without injury. A product deficiency was not identified. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.